Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib (generator interface pcb) and ffb (fluoro functions pcb) were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up with a communication failure error. No patient serious injury or death was reported related to this event.